Manufacturer narrative:
Evaluation results: risk of procedure - (myocardial infarction). Evaluation conclusions: inherent risk of procedure - (myocardial infarction). (B)(4).

Event description:
During the index procedure there was one endeavor sprint drug eluting stent implanted in the cx. It is reported that approximately 7 months post index procedure the patient expired. The cause of death was cardiac. Investigator has assessed that the event was possibly related to the study device.

Manufacturer narrative:
Results: inherent risk of procedure - (death). Conclusions: inherent risk of procedure - (death). (B)(4).

Event description:
Clinical events committee adjudicated that the patient suffered an mi the same day as patient death. It was not assessed whether the mi was related to the study device.